Event description:
The end-user put the chair in the kitchen (uses it for a chair in the kitchen) - it bent when she sat on the chair, and the chair collapsed. The user hit the back of her neck on the table in the kitchen. The user indicated that the bath chair is not stored in the bathroom, therefore, she was carrying the chair to the bathroom, and due to her inability to walk long distances, had to stop and sit down on the chair when the chair collapsed. The user purchased this chair from a pharmacy on (B)(6) 2017. The user did seek medical attention. The device involved with this event was returned to compass health brands, and evaluated on 5/2/2017. Upon arrival, the device's two back legs were bent in an outwards direction (bending towards the sides).